Event description:
It was reported that the collimator detached from the tube head due to missing screws. There was neither injury reported nor pt involvement. The concern is for serious injury if the collimator were to fall on a pt or operator.

Manufacturer narrative:
The ge field engineer installed new screws, performed a functional check on the collimator, and returned the product back to svc. Proper preventative maintenance is currently in place per the ge periodic maintenance manual to detect this type of issue. However, further investigation revealed that the system involved in the report is not covered under the current ge svc contract.